Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient had a follow up tee in may 2017 which revealed the device was stable and no flow was noted around the device. The device shoulder closest to the mitral annulus was thickened, but no definite mobile thrombus is seen. The implanting physician reviewed the images with the tee physician and decided to continue coumadin and low dose aspirin and repeat the tee in june as previously reported. The june tee revealed the device remained stable with no flow around the device. Thickening of the device shoulder adjacent to the mitral annulus continued to be present and there appeared to be a small mobile density adjacent to the watchman device felt to be thrombus. It was further reported the patient's difficulties with maintaining a therapeutic inr over the previous several weeks were apparently due to lack of understanding regarding dietary indiscretions with regard to vitamin k containing foods. The patient's anticoagulation is managed through his primary provider. It was recommended he continue his low dose aspirin and his coumadin for several additional weeks with attention to maintaining a therapeutic value before considering repeat tee and reevaluating his continued anticoagulation needs. The patient continues to be stable at this time with no evidence to suggest an inner current neurologic event.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. In (B)(6) 2017, a watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. In june, the patient returned for a follow-up transesophageal echocardiogram (tee) which revealed thrombus. The patient returned home without being admitted. It was noted that the patient has not maintained a therapeutic international normalized ratio. No further patient complications were reported.